Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that configuration file was lost the time the problem occurred. Reloaded an older configuration file, performed invalidate home a few times passed, and tested the system. Also found x-ray hand switch had many cuts and exposed wires and broken holder. Ordered and replaced part. Pendant had sticky buttons (the z & close gantry door buttons). Problem was intermittent, but it could cause a safety issue. Installed a new pendant and tested the system ok. The imaging system then passed the system checkout and was found to be fully functional. The xray handswitch was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed as it was found that the x-ray hand switch had many cuts and exposed wires and broken holder. Visual inspection noted that when shaken the handswitch body rattled indicating broken internal standoffs. Hanger was broken from the handswitch body. The coiled cable was stretched with torn insulation. There were no exposed conductive surfaces. Analysis found that the reported event was related to a physically damaged handswitch. The pendant was returned to the manufacturer for analysis. Analysis found that it was unable to confirm reported complaint, ¿movement continues after depressing buttons." Pendant was installed and tested on test system. All buttons and functions passed. Functionality and usability test passed. Failed visual inspection, instructional marking on face of pendant. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that as the site was closing the gantry, they would release the close button and it would continue to move. When they moved left to right they depressed the button and it still moved. No patient present.